Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured from april 20, 2020 - april 21, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured after use of the device. It was further reported an excess of 20ml of liquid was visible in the hard bottle. The set was filled with 5650mg fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.